Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced complications associated with the device, abnormal vaginal bleeding, urinary urgency problems, incontinence, scarring, and difficulty with daily activities. The device was explanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 1/28/2023 as follows: beginning 9/5/2019 extending through 1/26/2022 the patient experienced one or more of the following symptoms: acute urinary tract infection and abdominal cramping. The sling was noted to be exposed and eroded.